Event description:
Reporter alleged blood glucose measured 311 mg/dl back to back with a result of 124 mg/dl when testing was performed within 10 minutes. Customer stated having no glucose symptoms at the time. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.